Event description:
It was reported that during a ptca procedure in a totally occluded distal pca, the balloon was successfully used to dilate the lesion. Upon removal the shaft of the catheter broke. The distal segment of the shaft remained in the artery and was successfully retrieved with another balloon and entire system removal. Pt status is listed as "okay".